Manufacturer narrative:
According to the facility on 12/18/2024, during setup the syringe was unable to be locked in connection. Per the facility there was no patient involvement or injury. Per the facility there was no visual defect or damage noted on the syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on 12/18/2024, during setup the syringe was unable to be locked in connection.

Manufacturer narrative:
Updated: b4, d9, e1, g3, h2, h3, h6.